Event description:
It was reported thrombus on the device occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A 35mm watchman flx closure device was successfully implanted with a complete laa seal with deployed device diameter of 27.0 mm. Prior to the procedure, 81mg aspirin and 20 mg of rivaroxaban were administered. On day post procedure, the patient was discharged on aspirin and rivaroxaban. Transesophageal echocardiogram (tee) performed on (B)(6) 2018 and (B)(6) 2018 did not reveal evidence of device thrombus. On (B)(6) 2019, the patient presented to the 12-month follow up visit, during which the tee revealed a complete seal with a laminar non-mobile thrombus with maximum area of 0.3 cm2, on the atrial facing surface of the closure device. The patient's left ventricular ejection fraction (lvef) noted to be 35%.